Event description:
Event was reported to caldera medical by an attorney. The pt experienced pelvic pain, abdominal pain, urine retention, incontinence, infection and bleeding. No further info has been provided.